Manufacturer narrative:
(B)(4). Two manta units were returned for investigation. The 18f unit was associated to this MDR. Blood particulates were noted on the manta. The manta was locked into the sheath with the lever engaged. Components (collagen, lock and anchor) were observed to be pushed out of the lumen with the suture thread cut. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain a central positioned access. Arteriotomy was noted greater than 7.5mm, mild calcification in the lower common femoral, posterior wall calcification, no tortuosity, with a depth measurement of 5.0cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure heparin and protamine were administered, activated clotting time was not measured. The manta device was deployed to the measured depth and hemostasis was immediate. However, a post closure ultrasound indicated the manta collagen had been deployed inside the artery. The physician chose to perform a surgical cut down and explant the manta device. Numerous causes for intraarterial deployment have been established. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms submitted for this investigation, the exact cause for this intraarterial deployment remains indeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: "manta deployed in the artery. Patient received a surgical cut down." Additional information on 10jan2023: during an evar procedure on the (B)(6) 2023 single central access was gained utilizing micro puncture and ultrasound, in the right common femoral artery. Vessel size was 7.5mm with mild calcification and no tortuosity. Measured depth for the manta was 5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 131/71 prior to closure. 9000units of heparin and 40mg of protamine were administered intravenously during the procedure and time to hemostasis was immediate. An ultrasound post closure identified that the collagen was in the right cfa and a surgical cutdown and explanation of the manta device was performed. The patient was reported as fine post procedure. The same patient also had an 14f manta deployed outside the artery of the right cfa (related to another MDR) that also resulted in a surgical cut down with the manta device explanted.

Event description:
It was reported that: "manta deployed in the artery. Patient received a surgical cut down." Additional information on (B)(6) 2023: during an evar procedure on the (B)(6) 2023 single central access was gained utilizing micro puncture and ultrasound, in the right common femoral artery. Vessel size was 7.5mm with mild calcification and no tortuosity. Measured depth for the manta was 5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 131/71 prior to closure. 9000units of heparin and 40mg of protamine were administered intravenously during the procedure and time to hemostasis was immediate. An ultrasound post closure identified that the collagen was in the right cfa and a surgical cutdown and explanation of the manta device was performed. The patient was reported as fine post procedure. The same patient also had an 14f manta deployed outside the artery of the right cfa (related to another MDR) that also resulted in a surgical cut down with the manta device explanted.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.